Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73l1800102. Investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips would not close properly. A second ae05ml was used successfully during same case.